Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The reported symptom was confirmed. Baxter's eval found that while the device is in the off state, either on a/c or d/c power, the device will power on without user input and alarm for a system error 105, preventing the pump from entering sleep mode. This failure is caused by a failed motor (flex). The motor assembly was replaced.

Event description:
It was reported that a pump, when turned on, would not correctly power up. The customer stated that the pump would cycle on and off. It was also reported that there was no pt injury.